Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient did not charge their ipg as recommended, rendering the ipg inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.